Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset. Reportedly, the customer loaded a new cartridge and successfully resumed insulin delivery. Additionally, it was reported that the pump time was inaccurate; cause was unknown. Reportedly, the customer corrected the time to address the issue. Customer's blood glucose was 160 mg/dl.